Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the nurse visited the patient to support the nj placement procedure. It was determined that the patient had aspiration pneumonia. The patient had been experiencing breathlessness and was found to have low oxygen saturation. The patient was prescribed salbutamol nebulizer treatment, oxygen (2l for 3 hours every evening) and 1l saline IV to be administered daily. There was no further medical treatment provided.